Manufacturer narrative:
(B)(4). Disconnecting the patient line from the transfer set and then reconnecting without following proper procedure is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. The patient was not connected at the time of the alarm. The patient did not press stop or put a cap on the patient line when they disconnected from the homechoice. When the homechoice alarmed, the patient stopped it and reconnected. The patient then cycled the power on the homechoice clearing the alarm and discarded supplies. The technical service representative explained the alarm. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.